Event description:
It was reported that there were two instances of the hubs separating from the plastic of the device. The devices were thrown away. No patient injury.

Manufacturer narrative:
Other, other text: d4: UDI number, catalog number, lot number and expiration date unknown, h4: manufacture date unknown. B3: date of event, no information has been provided to date. Device was discarded. Due to this, no investigation was completed and no root cause determined. Item and lot number not provided, device history review not completed. The related report is documented in (B)(4).